Event description:
It was reported that the atrial lead exhibited noise, which lead to unanticipated therapy. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two segments. An insulation abrasion was noted at 3.4 cm from the distal tip, which was consistent with constant friction to another implantable device. This likely cause the reported complaint of noise.